Event description:
It was reported that the annuloplasty ring was explanted after an implant duration of approximately 7 months due to severe recurrent mitral regurgitation from the ring being dehisced posteriorly. Per the operative report: "...the right atrium was opened and the mitral valve exposed. The ring had completely dehisced posteriorly. All remaining sutures were removed and the valve removed. I sized this to easily fit a 33 mm bioprosthesis. An edwards mitral ease bioprosthesis was chosen and prepared. ...the patient was then weaned off cardiopulmonary bypass... And... Transported back to his room in good condition."

Manufacturer narrative:
(B)(4). Ring or valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair or prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Unfortunately, the root cause of this event cannot be confirmed with the available information and without the explanted device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.